Manufacturer narrative:
Method = x-ray. Evaluation summary: the explanted valve was returned, along with the retainer and the valve holder. The valve holder, as received, was not deployed. The valve was also severely dehydrated, the tissue stiffened, discolored, and shrunk. Dehydration affected the appearance and characteristics. Indentations were also observed at the free margins of leaflet 2 at commissure 3. In addition, the dehydration may also have obstructed evidence on the returned valve. Therefore, it was not possible to determine the cause of the indentations. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Although the surgeon indicated this explant was caused by suture looping, device evaluation could not positively confirm suture loop marks due to the condition of the received valve. It is also possible that the observed leaflet obstruction is due to interference of subvalvular apparatus, such as chordae tendineae. There has been no information to suggest a device quality deficiency during manufacturing that may have caused or contributed to this event.

Event description:
It was reported that a 29mm mitral valve was explanted at implant. The valve was implanted; however, once the patient was taken off bypass, "it looked on 3-d echo like 2 of the of lets were constricted." The patient was put back on bypass support and the surgeon explanted the initially implanted valve and implanted a different valve of the same model number and size in its place and reported, "surgical hemostasis appeared to be a relatively good at that point and the valve function was also good by echocardiogram."

Manufacturer narrative:
Evaluation method: device return anticipated; evaluation not yet complete. Although not related to a product malfunction, the issue was recognized after the patient was taken off bypass and required reinstitution of bypass in order to explant the valve, which increases the risk of the procedure. The cause for explant was determined to be a result of suture looping. There has been no information to suggest that a device malfunction or quality deficiency caused or contributed to this event. The device history record (DHR) review; as well as edwards' evaluation and conclusion will be reported once complete.